Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu _unknown_lead, lot# unknown, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), product type: extension. Product ID 3389s-40, lot# v010169, product type: lead. Product ID 3389s-40, lot# v006364, product type: lead. The initial MDR was filed as manufacturing report #3007566237. Additional review showed the correct manufacturing site was site #3004209178.

Event description:
Additional information received reported that the reason the high impedances occurred was that the lead configuration was not set up appropriately. The lead configuration was set at the default setting, 8 through 11, and once changed to 4 through 7 the impedances were appropriate and the issue resolved. The patient was seen 'about a week ago' and she was slowly improving since surgery.

Event description:
It was reported that there were impedance readings of greater than 40000 ohms. It was noted that the patient was currently in the operating room with a bilateral rechargeable. It was noted that impedance was tested via the lead and showed normal reading. A new in line extension was replaced and impedance testing was normal. It was noted that when connected to the 4-7 port of the device it showed greater than 40000 ohms. The rechargeable was replaced. Additional information was requested but had not been received as of the date of this report.